Event description:
When attempting to program pump for pt starting on pt-controlled analgesia, operator was unable to get pump to program. The keyboard locked up. Possible faulty circuit board. Problem could not be duplicated by MFR but they replaced the keyboard. (*)